Event description:
The patient reported experiencing air bubbles in the adapter and luer connection of the infusion set for 5-6 months resulting in elevated blood glucose of 24.1 mmol/l (434 mg/dl). His normal blood glucose level is 6 mmol/l (108 mg/dl). He stated, he allows insulin to warm to room temperature. He stated, the air bubbles formed 12 hours after the insulin cartridge change. He stated, he "knocked" on the cartridge with his fingers to remove the bubbles and after this several bubbles formed. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The adapter and infusion set were requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.